Manufacturer narrative:
The full lead was returned in segments and analyzed. Analysis of the lead indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was further reported that about a year later, the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rates non-sustained that appeared to be lead noise and a high number of sensing integrity counters (sic). The lead was turned off and after further evaluation indicated that the lead had high pacing impedance and an apparent fracture, the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert (lia) were met and oversensing due to non-physiologic signals/sic (sensing integrity counter). Lia triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia and impedance. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Maximum ventricular pace impedance rises from 475 ohms on (B)(6) 2014 to greater than 1100 ohms the week ending (B)(6) 2014. Met the lia trigger requirement for non-sustained tachycardia on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert triggered due to high impedance and oversensing. Provocative testing in office was negative. A possible grommet/setscrew issue was suspected. X-rays were taken and reviewed and the position of the pace/sense pin was difficult to see. Two days later, another lead integrity alert was triggered due to t-wave oversensing. No oversensing was observed in office. Reprogramming was performed to change the sensitivity and detections. The lead and device remain in use. No patient complications have been reported as a result of this event.